Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was isolated to defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.